Manufacturer narrative:
Based on the claim against the product by the customer noting the iesu generator shut off on its own and would not turn back on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed, and failure analysis investigation was able to replicate and confirm the reported issue. The iesu was placed on an in-house system and run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) shut off on its own and would not turn back on after the start of the procedure and the surgeon was able to continue with the procedure robotically using a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the integrated electro surgical unit (iesu) shut off on its own and would not turn back on. The intuitive surgical, inc. (Isi) technical support engineer reviewed the system event logs and found no related errors. The customer rebooted the generator with no change. The customer reseated the power cord at both ends and tried a different power jack, but the issue remained. The customer decided to use a ft-10 generator. The tse informed customer that a ft-10 was not validated for use with the system and that it was their call to use it or not. The customer elected to proceed with the ft-10 generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed robotically.